Manufacturer narrative:
The device evaluation is anticipated. However the complaint could not be confirmed without the completion of the product evaluation. A review of the manufacturing records indicated that the product met specifications upon release. A supplemental report will be forthcoming with the evaluation results when received. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. It is common clinical practice to check balloon integrity by inflating it to the recommended volume in order to detect any asymmetry or leakage condition before use of the catheter. When there is separation of the balloon or fragments from the pulmonary artery catheter, the retained fragment will embolize to the lungs. Due to the large surface area of the pulmonary vasculature, this is generally well tolerated. Pulmonary complications may result from improper inflation technique. To avoid damage to the pulmonary artery and possible balloon rupture, the balloon should not be inflated above the recommended volume. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of the swan ganz catheter burst during measurement of the pulmonary artery pressure on the second day of use. The patient was placed on observation and remained stable. Upon receipt of the balloon by the sales rep, it was noticed that part of the balloon was missing. The product will be returned for evaluation. Inquired of patient demographics, unable to be obtained.

Manufacturer narrative:
A 6m analysis was performed and based on the evaluation performed a root cause could not be established. The affected sub assembly work order documentation and the manufacturing process were verified and no deficiencies were found. The defect was found during use and as per the IFU sections ¿catheter preparation¿ the balloon integrity is verified before the catheter insertion on the patient: ¿check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion.¿ as part the manufacturing process the product is 100% balloon inspected and if the defect was present in the product it would been detected during this inspection. A possible root cause for the complaint detected during use could be related to the incorrect manipulation of the units at the hospital after the balloon test. Personnel acknowledgment was provided to the manufacturing personnel on the investigation process.

Manufacturer narrative:
We received one 131f7 catheter with edwards flow-through housing stopcock for examination. The reported event of "balloon of the swan ganz catheter burst" was confirmed. The balloon did not inflate. A rupture was found in the middle of the latex of the balloon. The length of the rupture was 0.10" and the width of the rupture was 0.08." The rupture continued around the circumference of the latex covering about 75% of the balloon's circumference. The missing latex from the rupture was not returned. There were no open or intermittent conditions. All through lumens were patent without any leakage or occlusion. No other visible damage was observed from the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.